Event description:
It was reported that during a spine fusion procedure at the user facility, when the user was preparing to start using the navigation system, the c-arm tracker did not activate with the software. It was reported that the user was able to obtain another tracker to complete the surgical procedure with the use of navigation and that the procedure was completed successfully. It was reported that additional anesthesia was administered to the patient due to a 30 minute delay caused by the need to obtain a backup tracker.

Manufacturer narrative:
During the device evaluation, the reported event that the tracker would not activate was duplicated; it was confirmed by the product technician through functional evaluation that the unique ID was reset to 0 due to a corrupt unique ID memory, causing an interrupted communication between the microcontroller and the memory. A tool with a unique ID 0 cannot be initialized. The device was repaired but not returned to the user facility.

Event description:
It was reported that during a spine fusion procedure at the user facility, when the user was preparing to start using the navigation system, the c-arm tracker did not activate with the software. It was reported that the user was able to obtain another tracker to complete the surgical procedure with the use of navigation and that the procedure was completed successfully. It was reported that additional anesthesia was administered to the patient due to a 30 minute delay caused by the need to obtain a backup tracker.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.